Event description:
It was reported that a stopped cgm sensor occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The sensor was inserted into the abdomen on (B)(6) 2022. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a stopped cgm sensor is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).